Event description:
It was reported when using the bd vacutainer® flashback blood collection needles it was found with a foreign matter in the cannula. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found that the needle cannula had foreign matter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needles it was found with a foreign matter in the cannula. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found that the needle cannula had foreign matter."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature of the foreign matter could not be identified from the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process.